Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29april2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse had the customer check the internal exhalation port and the exhalation port in the circuit. The customer reported that the exhalation port in the circuit was plugged. The customer unplugged the exhalation port in the circuit allowing the base line gas to escape and the alarm cleared. The customer ran performance verification testing and the device passed.

Event description:
It was reported that the unit declared a "low leak co2 rebreathing risk" alarm. There was no patient involvement. Event date not specified: estimate used.